Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from fasting meter to meter comparison of 108 mg/dl using true metrix meter and 130 mg/dl using emt meter. The customer¿s expected am fasting blood glucose test result range is 100-130 mg/dl. At the time of the call the customer reported feeling tired. Customer stated that one hour prior to call she had called the ambulance at 5:00 pm due to feeling really tired. Customer stated that the emt's came and that they took her blood sugar and their meter read 130 mg/dl fasting and her true metrix read 108 mg/dl fasting. Customer stated that she did not want to go to the hospital. No medical treatment was given. Customer blood glucose level was taken along with her blood pressure. During the call, a blood test was performed by the customer fasting and produced test result of 94 mg/dl using true metrix meter. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 01/20/2024 and open vial date is (B)(6) 2022. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting paramedics due to symptom(s). Meter and test strips were not returned for evaluation. Manufacturer contacted customer in a follow-up call on 07-sep-2022 to ensure the customer's condition had improved - able to establish contact with customer who stated she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Customer reported she had tested using the true metrix meter and had obtained a result of 170 mg/dl non-fasting. Manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 19-oct-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.